Event description:
It was reported that during a laparoscopic gastric bypass, the device was unable to open. Worked to get it out of articulation and forced handles open. The device released from the tissue. The staple line did not appear complete (cut and partially stapled). Two different firings of an echelon device were used to compensate the staple line. There was no consequence to the pt.